Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The pump did not work properly, a lack of any liquide move to cylinders were noticed. As a result, the device was explanted and replaced. No patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The pump did not work properly, a lack of any liquide move to cylinders were noticed. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally tested, and leak tested. Microscopic examination revealed that the poppet rod was misaligned within the ms pump. As a result, the functional test was not performed. Due to the misaligned poppet rod, the ms pump did not pump water correctly, and water flowed in and out of the reservoir kink resistant tubing (krt). The cylinders were microscopically inspected and leak tested; both cylinders exhibited wear at a fold in the proximal and middle portions of the cylinder, and no leaks were identified. The reservoir was also microscopically inspected and leak tested, and wear was observed at a fold in the reservoir shell, with no leaks identified. Risk review: a risk review was completed using d055985 ams700 hazard analysis and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the available information and analysis results, the pump poppet rod misalignment, supports the reported clinical observations of cylinder inflation issue and pump mechanical issue.